Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing (rootcause needs to beconfirmed). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: technical event: 233003, 233004. (Self test failed.).

Event description:
The following was reported to hamilton medical ag: summary: technical event: 233003, 233004.(self test failed.).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing (rootcause needs to beconfirmed).